Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The report complaint was confirmed by the field service representative (fsr). The fsr verified the battery charge level indicator was less than 50% in the yellow. The battery charge led lights were illuminated for a minute or less then goes out completely. The fsr removed the suspect batteries that were not due to be changed yet and installed new batteries. The fsr performed a battery unit release test. The unit operated to manufacturer specifications and was returned to clinical use. Note: this system is not regularly used and the perfusionist has found the unit unplugged in the past. The suspect batteries was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer tried to use the system for transport and the battery was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.